Event description:
The customer reported, there was an intermittent touch screen error and no connection to the laptop. They were having problems moving images to the laptop.

Manufacturer narrative:
(B) (4). The ge service rep replaced the control panel processor. The system is working as intended.